Event description:
O.r. Coordinator reports that a female was having a cystogram/ ureter stent procedure, when the digital display (fluoro) stopped working. The physician had completed the stent procedure but needed to final kub film to document the placement of the stent which was done in the recovery room. O.r. Coordinator reported that there were no injuries to the patient.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer found that the fluoro portion of the generator console was locked up. Console was replaced, and the x-ray generator was checked for proper operation and verified by service manual. System returned to full service by the customer.